Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu_ unknown_cath, serial# unknown, product type: catheter. (B)(4). Analysis of the pump revealed a motor gear train anomaly; there was a lot of residue/corrosion. Analysis of the catheter revealed leaking during pressure testing; there was damage inside the catheter connector due to the outlet port of the pump and was not user related. The catheter was returned with a broken suture loop; this was felt to be user related.

Event description:
The pump was replaced for normal battery depletion. There were no patient symptoms/injuries related to the event. The physician returned the device for analysis because he wanted to know if there was corrosion from the use of a high concentrated drug. The pump was delivering bupivacaine (40 mg/ml @ 15 mg/day). The patient status was reported as ¿alive - no injury/no adverse event.¿